Event description:
The device was used during laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed. The surgeon used another device to complete the procedure. The hospital has reported that no pt injury occurred.